Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-p was explanted.